Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) consisting of a 4.5 cm cuff, pump and balloon due to an unspecified reason.